Manufacturer narrative:
A sample has been received for evaluation. A photo of the reported condition was also submitted for review. The photo was evaluated and appeared to show the sponge unfolded by one ply with strings from the fold. This product is branded as a 12 ply sponge. One sponge sample was received for evaluation. The sample received showed the sample to have a bad weave in the bottom location of the sponge. The appearance of the weave looked as if the some of the strings had been pulled causing gaps between the machine direction and fill direction of the gauze. The actual sample did not contain any loose strings or attached strings. In regards to the photograph analysis, it could not be determined if the strings existed before unfolding the sponge or resulted from the sponge being unfolded. A device history record (DHR) review could not be performed because a lot number could not be provided by the customer. All dhrs are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. A potential root cause for the condition could occur during the gauze processing, some of the threads of the gauze could have been pulled creating a bad weave. This issue will be reviewed during the monthly report out for the factory. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.

Manufacturer narrative:
Submit date 01/11/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports the gauze is thin and frays easily.